Event description:
It was reported that when the pocket was manipulated, ventricular pacing was inhibited. Review of the stored egms showed intermittent noise consistent with lead damage. A new pace/sense lead was added. The lead was partially capped and the defib portion remains active.

Event description:
It was reported that, "the universal adapter came apart."

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Manufacturer narrative:
Unsuccessful ring repair. Through follow-up with the health-care provider, additional information and a copy of the pathology report was received. Through the response received, it was learned that the device was explanted due to an unsuccessful ring repair. Unfortunately, no information regarding the device, was learned from the pathology report.

Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.